Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the home choice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. A device history review was performed with no abnormalities observed. A service history review was performed with no issued noted.

Event description:
It was reported that a homechoice peritoneal dialysis (pd) patient passed away. The patient was not performing pd therapy at the time of death and was not connected to the homechoice device. It was reported the patient had passed away while snow blowing. An autopsy was not performed. Per the nurse, the patient's death was not related to pd therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.